Event description:
It was reported that the user¿s ilet could not pair with multiple dexcom g7 sensors despite confirming the pairing code, performing device restarts and bluetooth toggling, and ensuring the sensor was not paired to other devices; prior sensors showed a sensor failure and repeated pairing failures, consistent with an intermittent communication failure involving the antenna/electrical-magnetic components of the system. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 and traced the issue to a component-level failure. It was concluded, based on previously established findings for similar reports, that the cause was component failure.